Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ silicone migration: not observed through visual inspection. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Reason for reoperation: silicone migration.

Event description:
Healthcare professional later reported "a small amount of implant contents in the pocket."